Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens implant procedure, the lens was implanted and then explanted due to a scratch on the optic. The procedure took place on the same day. Patient contact was noticed. Additional information has been requested and received which states unfortunately, the lens had to be cut up into multiple pieces for removal and was discarded after surgery.

Manufacturer narrative:
The file indicates, the use of a non-qualified cartridge. The 28.5 diopter lens is only qualified with the company b and c cartridges. The (d) cartridge is only qualified to be used with this lens with a diopter range of 6.0 - 25.0. The file indicates, the use of a handpiece that is qualified with the approved cartridge combination. The file also indicates, the use of a non-qualified viscoelastic. The root cause is most likely related a failure to follow the IFU. The account used an unqualified lens/cartridge combination. The IFU instructs, that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications, during the implantation process. The manufacturer internal reference number is: (B)(4).